Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On the morning of onset, the patient visited the out outpatient department was diagnosed with peritonitis. On the same day, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported. On the following morning, the patient¿s pd effluent (drainage) was clearer and the patient did not have any abdominal pain. No further detail was provided regarding whether the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and physioneal/extraneal therapies were ongoing. No additional information is available.